Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the loading sequence, 3 cartridges leaked and resistance was felt with 2 cartridges. There was no reported adverse impact to customer's blood glucose.